Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight and initials from the customer, however no information was received. Related MFR # 2916596-2022-00385 reports the issues found on the pump. (B)(4). Related MFR # 2916596-2022-00386 reports the at home system controller exchange performed by the patient. (B)(4). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2022-00385 and 2916596-2022-00386. It was reported that the patient called their ventricular assist device (vad) coordinator stating that they had low flow alarms followed by a total loss of power, lights, and sounds on their system controller. The patient had been on battery power at the time of the event and was instructed to change out their system controller. This controller exchange did not resolve the issue, so the patient presented to the emergency room where their pump was found to still be off and without power. Upon this admission, their vad coordinator attempted to restart the pump, with no resolution. The patient was then given a new modular cable and system controller, which resulted in a power rise to 20 watts with no readings of flow or speed. The system controller stopped working shortly after this exchange, due to the extreme rise in power, and did not respond to any buttons being pushed. The power module failed as well and displayed a red battery advisory. Technical services reviewed the log files and it appeared there was an issue found downstream of the redundant power lines in the driveline and both power line fuses, a and b, opened at the same time. This issue was indicative of an issue with the pump. The patient was tolerant to the pump being off, but was quickly brought into the operating room for a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of elevated power and controller not restarting the pump can be confirmed based on the information recorded in the event log file. The data recorded on (B)(6) 2022 in the event log file, revealed multiple alarm conditions, including lvad off, low flow, and low power hazard alarms. The motor power increased to 21w, the speed remained at 0 rpm and the input voltage levels and the motor voltage levels decreased to 5v/4v resulting in a controller internal fault alarm. The periodic log file did not contain any data related to the reported event. The returned system controller serial number (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the atypical events captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev c, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-00385, 2916596-2022-00386, 2916596-2022-01411, and 2916596-2022-01407.